Event description:
The account reported the brake casters were not holding. The stretcher is located in the emergency room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The technician found the brake caster swivel locks were not functioning. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.